Manufacturer narrative:
This event occurred in (B)(6). The affiliate confirmed the gear pump pressure. The field service engineer replaced the tubing from the cell rinse station and replaced the sample probe. He verified the calibration and qc were acceptable. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable crep2 creatinine plus ver.2 results for one patient on a cobas 6000 c (501) module. The questionable creatinine result was not reported outside the laboratory, and the customer tested the patient's sample for a total of three times for confirmation. The initial creatinine result was 82 umol/l, and repeat results were 65 umol/l and 93 umol/l. The creatinine reagent lot number used for patient testing was 450622 and the expiration was requested but not provided.